Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-sep-2025. Investigation summary: bd received 8 samples and 1 photo for investigation. The visual inspection of the samples and the evaluation of the photo confirmed the customer¿s indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 4: it was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 8 tubes contained gel air bubbles. It was not specified how many were observed each day. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 8 samples and 1 photo for investigation. The visual inspection of the samples and the evaluation of the photo confirmed the customer¿s indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 4: it was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 8 tubes contained gel air bubbles. It was not specified how many were observed each day. There was no health impact or consequences reported.